Event description:
Customer reported that on some unspecified date, two years ago, while at a doctor's appointment she began to feel "very dizzy" and "almost passed out". Customer performed a blood glucose test using her adc blood glucose meter and received a reading of "around" 180 mg/dl, which was higher than a comparison reading of 30 mg/dl obtained on a competitor's meter. Customer was given orange juice to drink and paramedics were called. Upon arrival, customer was given an unspecified "white sugar pill", but it is unknown if the customer actually took this due to the customer reporting she was allergic to it. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia, treated with glucose via intravenous infusion, given additional, unspecified, oral medications and provided with diabetes education. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial/final report. The customer has disposed of her meter and test strips and could not recall their adc product names, so no investigation can be undertaken. The name of the device listed in this report is a default name. The actual date when the medical event occurred is unknown. The serial number of the meter involved is unknown. Therefore, the date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.